Event description:
It was reported that the ilet bionic pancreas could not charge after the original charging pad broke and was no longer in use, and off-brand charging pad was tried but was incompatible. Customer care provided education on proper charging accessories, and an approved charging solution was arranged for overnight delivery. No clinical symptoms associated with a very low device battery state reported. Outcomes replacement charging equipment without hospitalization. Investigation of this case revealed that the device did not accept charge due to use of a non-approved charging pad, consistent with a power/charging performance issue localized to the external charging accessory rather than the pump. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible third-party accessory.